Event description:
It was reported that the console screen failed to display the rotation speed. A rotablator console was selected for use. During the procedure, it was noted that the rotational speed could not displayed, and the procedure was canceled. There was no patient complication, and the patient was stable.

Manufacturer narrative:
(B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide other specific product information.